Event description:
It was reported that after initial implant of the implantable cardioverter defibrillator (ICD) high and variant impedances and climb ing thresholds were noted on the right ventricular (rv) lead. They opened the pocket and noted there was blood in the header port. The lead was checked through the analyzer with good results. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).